Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown cause. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to unknown cause. This lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that patient came in 1 week postop with complaints of shortness of breath and fatigue. Interrogation revealed loss of capture on right ventricular (rv) lead.